Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead complained of diaphragmatic stimulation one day post implant. The lead was tested in multiple configurations but the stimulation could not be resolved. A procedure was performed the following day wherein the lead was moved approximately 1 cm and the issue was resolved. No adverse patient effects were reported.